Event description:
The pt was sent to the cath lab with chest pain and an iab was inserted. During iabp weaning, blood was noted in the tubing. The iab was removed without complications and therapy was discontinued. The pt is stable.